Event description:
Reported due to infection. Arteriotomy closure with a proglide device was successfully completed following a diagnostic procedure in 2004. One week later the pt complained of clear drainage from the groin incision. An incision and drainage procedure was performed but a culture was not obtained. Reportedly the physician assumed an infection was present and treated the pt with antibiotics. The pt was discharged home with no additional adverse reactions noted. Although requested, no additional information was provided.